Event description:
During service testing, baxter service technician reported that failure code 810:11 had occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. Also occurred in the event history.